Event description:
Tandem territory manager met with customer and reviewed the pump history on the date of the reported hospitalization. The pump history confirmed that the customer requested double the amount of insulin than normal and still went into the reported diabetic ketoacidosis. The customer was to continue to use insulin injections for insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 580 mg/dl and multiple correction boluses were delivered by the customer. However, bg did not decrease. The customer thought that the pump's bolus feature was not working. The customer was hospitalized on (B)(6) 2018 due to high bg and large level of ketones. The customer was treated with an intravenous drip resolving high bg/ketones. Upon being discharged on (B)(6) 2018, the customer reverted to using insulin injections as an alternate insulin therapy. During a pump system check with a new cartridge and infusion set, the pump was found to be functioning properly. The pump data log was reviewed and the boluses on (B)(6) 2018 were found to have been delivered successfully. The customer acknowledged the information; however, did not trust the pump.